Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information from the reporter indicated that the cartridges are cracking as the lenses are passing through the tips during lens delivery into the patients' eyes.

Manufacturer narrative:
The product was not returned. Photos were provided, attached and reviewed for multiple files. A photo shows two cartridges laying on an unsterile surface. The first cartridge is visible from just after the loading area to the tip. No damage can be seen. The second cartridge has a piece of tape covering the body and part of the nozzle. There appears to be damage, on the right and left side of the tip, just below the parting line. Unable to determine if this is stress or cracks from only the photo. Another photo provided shows a cartridge taped to a blue surface. The tape covering the body and part of the nozzle. The portion of the cartridge that can be seen has what appears to be a damage on the right side of the tip, below the parting line. Unable to determine if this is stress or cracks from only the photo. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product was not returned for evaluation. Based on our observation of the provided photos, the tip of the cartridge appears to be damaged. The extent of the damage, whether stress or cracked, cannot be determined from the photos. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. The obvious nature of the damage and the extreme pressure needed to create it makes it unlikely that product would have left the manufacturing facility in this condition. It is difficult to make a final determination of a root cause without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There were no samples available to return for this report. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedures, some cartridges have been cracking. Patient involvement or impact is unknown. Additional information was requested.